Event description:
The report stated that during a hysterectomy, the device burned the patient's vulva in 3 places. Silvadine was applied to burn areas.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. Questions have been asked of the site, but no other information has been made available as to degree of burn or current patient status.